Event description:
Intravenous piggyback medication was hung up. Rn noticed that secondary ivpb medication was back priming into primary carrier. Rn double checked that tubing was hung up correctly. IV tubing and medication replaced and failed tubing given to manager. No patient/staff were injured from this incident.